Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained vf episodes were observed and the device failed to deliver therapy. Device was migrated into the armpit. Device was re-positioned successfully. Patient's condition was good.